Event description:
On 11/28/2006. Nellcor puritan bennett received a report of dimension issues on 3.0 ped tracheostomy tube. The caller states that a suction tube could not be inserted into the patient's tracheostomy tube. The caller states that the doctor replaced the tube and the suction tube was inserted. The caller states 7 additional 3.0 ped tracheostomy tubes from the same lot number will be returning for evaluation.

Manufacturer narrative:
Investigation of the complaint is currently in progress. The samples associated to this complaint are not available for evaluation.